Manufacturer narrative:
This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was deemed inoperable after losing stimulation and their charging system no longer being able to communicate. It is unknown if the communication issue was related to the patient losing a significant amount of weight recently. As a result, the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Corrected data: patient weight was inadvertently omitted from the initial report.